Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had some parts of the image displayed in yellow. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (some parts of the image are displayed in yellow) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the r-unit (charge coupled device) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some parts of the image are displayed in yellow was due to a failure of the r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had some parts of the image displayed in yellow. The issue was found during a therapeutic laparoscopic cholecystectomy procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.